Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set drew air into the line near the end of the infusion. The following information was provided by the initial reporter: "I am the charge nurse and I can explain the issues. Patient was receiving chemotherapy treatment through this non-pvc with a filter tubing per protocol. Near the end of the infusion, the pump continue to run as programmed but air was pulled through the line somehow. There was still fluid in the chamber and minimal amount in the IV bag. Unsure how the remainder of the fluid was not pulled through the tubing like it did for the entire infusion prior. The pump machine also did not alarm air-in-line like it normally would so we have sent the equipment for repair/evaluation also."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-jun-2022. H.6 investigation summary: one primary sample (model #10010453) and one concomitant sample (model #2426-0007) were returned by the customer. It was reported that there is air in line. The sets were received with distal ends of both tubings connected by a connector. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The two sets were set up for two infusions using the bd alaris pump and pump modules at 125 ml/hr with a vtbi of 125 ml. Both infusions were completed without issue. No air in line was noticed throughout the infusions or after the infusions. An underwater leakage test was then performed on the sets to check for any holes or leaks that may cause air in line. The sets passed the test. No leaks or holes were found. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 10010453 lot number 21075576 was performed. The search showed that a total of 8,643 units in 1 lot number was built on 10jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set drew air into the line near the end of the infusion. The following information was provided by the initial reporter: "I am the charge nurse and I can explain the issues. Patient was receiving chemotherapy treatment through this non-pvc with a filter tubing per protocol. Near the end of the infusion, the pump continue to run as programmed but air was pulled through the line somehow. There was still fluid in the chamber and minimal amount in the IV bag. Unsure how the remainder of the fluid was not pulled through the tubing like it did for the entire infusion prior. The pump machine also did not alarm air-in-line like it normally would so we have sent the equipment for repair/evaluation also."